Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. The customer experienced an elevated blood glucose (bg) level. The continuous glucose monitor read ¿high¿; however, a specific bg value was not provided. Bg was addressed via manual insulin injection, changed infusion set, and cartridge. However, the pump began charging as intended. Multiple follow up attempts from tandem technical support was made to obtain additional information, however, a response from the customer was not received.